Event description:
Caller states the pt obtained results of 2.2 inr, 2.2 inr, and 1.7 inr on the coaguchek xs system during duplicate testing. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement sent.